Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable at the distal end of the tenaculum forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found upon removing the housing that the cable at the hypotube near the instrument's tip was broken. It was concluded that damage to the hypotube likely occurred due to improper cleaning. Failure analysis investigation also found the following additional damages to the instrument: the clamping pulleys were corroded with orange colored residue. It was concluded that the corrosion was likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.